Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage was measured and passed. Pairing test with nordic bluetooth device passed. Transmitter final function tester passed. Share log was previously reviewed and confirmation of the complaint was confirmed because there were inaccuracies found between the fs and cgm values. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. Product was not returned for evaluation. A picture was received and evaluated, and the confirmation of the complaint was confirmed. Data was received for evaluation, and confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.